Event description:
During a remote follow up, far field p-wave oversensing and post-sensed t- wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.